Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. A complete pump reset was provided by technical support, and the caller was guided through the process, after which the error was resolved, and the sensor session was successfully started.